Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was alleged of possible insulin pump under delivery. Blood glucose level at the time of the incident was 252 mg/dl. Customer stated they had blurry vision. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated for high blood glucose using manual correction insulin pens. Customer (is) alleging possible pump under delivery. Customer stated high performance test alarmed in infusion flow blocked. Customer stated pump auto test and displacement test passed. The reservoir will not be returned for analysis.